Manufacturer narrative:
The customer's complaint that the tubing broke and leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. (B)(6).

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patient was in CT scan, to receive IV contrast through her portacath IV was connected to IV infusion pump at 20ml/hr IV tubing clamped at the roller clamp mid tubing and distal port clamp. IV contrast infusing and tubing broke at top of IV infusion pump at connector above soft tubing, leaking normal saline." The event occurred in the emergency department. There was no patient harm. It was confirmed that the IV contrast was given above the smartsite IV pump module.